Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, looking unwell and postprandial vomiting. The cause of the peritonitis was not reported. The patient presented to the emergency room via ambulance and was diagnosed with peritonitis then subsequently admitted to the hospital. Treatment for the event was not reported. At the time of this report the patient outcome and action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿has connect/disconnect automated pd therapy via interserve¿ (assisted service for connect and disconnect and therefore did not perform any aspect of the treatment). The peritonitis was manifested by cloudy effluent. One day prior the onset of peritonitis (previously reported as one day after); the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the peritonitis. The patient was discharged three days after hospital admission. Seventeen days after the patient was diagnosed the patient was recovered from this peritonitis event. It was not reported if there was retraining on proper aseptic technique. No additional information is available. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The day after the event onset, the patient was hospitalized. Should additional relevant information become available, a supplemental report will be submitted.